Manufacturer narrative:
According to the customer contact, "wife was sitting on the rollator when the right front wheel suddenly slipped out of place." It was reported, "one of the knobs was missing and the walker collapsed." Per the customer contact, "she fell to the floor and sustained a large bruised on the hip and a dislocated finger on her right hand." Customer contact stated, "he had to take her to the ER to fix the injuries." The customer contact, "we have searched everywhere for the knob, but haven't been able to find it." No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample was requested for evaluation. No additional information is available. It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer contact, "wife was sitting on the rollator when the right front wheel suddenly slipped out of place." It was reported, "one of the knobs was missing and the walker collapsed." Per the customer contact, "she fell to the floor and sustained a large bruised on the hip and a dislocated finger on her right hand." Customer contact stated, "he had to take her to the ER to fix the injuries."